Event description:
During night drain cycle 6, the patient's ultrafiltration reading was 3535ml, indicating the home patient (hp) drained 3160ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be use error, the tidal total ultrafiltration removal was set too low. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.